Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent/ blood leak in the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a solid obstruction in the drain port of the nucleated red blood cell (nrbc) mixing chamber . The fse flushed the drain port to remove debris. The fse verified the repairs were performed per the established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).